Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 recorded the stable pacing impedance around 500 ohms and a sudden increase to 3000 ohms at the end of the recording period. The analysis of the provided iegm episode no. (B)(4) from (B)(6) 2025 revealed artifacts on the rv channel, which led to oversensing as well as seven inappropriate shocks. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing. Furthermore, the pacing impedance and pacing threshold showed increased values. Therapies were switched off. The lead will be extracted.

Manufacturer narrative:
Combination product: yes. Update from september 29, 2025: during explantation procedure complications occurred leading to patient death. The protego is not available for analysis. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 12, 2025 and september 08, 2025 recorded the stable pacing impedance around 500 ohms and a sudden increase to 3000 ohms at the end of the recording period. The analysis of the provided iegm episode no. 380 from september 07, 2025 revealed artifacts on the rv channel, which led to oversensing as well as seven inappropriate shocks. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.